Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/17/2025, a sales representative via phone reported that an ar-2326pslc peek swivelock® suture anchor appeared to be welded onto the inserter. This was discovered during a total shoulder arthroplasty subscapularis repair; it appeared as if the anchor was welded onto the inserter and kept backing out. An ar-2324psp was used to complete the case. This resulted in a delay of about 3-5 minutes, during which no additional anesthesia was administered. The patient had fine bone quality, and a tapp was used to prepare the bone for insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation could not be confirmed due to the absence of photographic evidence submitted for investigation. Based on the available information ¿ which may include the returned device (if applicable), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most probable cause. The likely cause is attributed to user error, specifically misaligned insertion or the application of excessive force through prying or leveraging the device.